Event description:
A customer reported an alarm on their tandem mobi cartridge during the loading process. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to remove the cartridge, deliver a 9-unit bolus, and then attempted to reload it, which was unsuccessful. The customer successfully loaded a new cartridge with guidance from technical support, resolving the issue and allowing them to resume insulin therapy.